Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow, down arrow and ok keypad buttons were taking multiple presses to elicit a response. The patient stated they use the motor remote for the boluses. The patient confirmed there was no trauma to the pump, the pump was not exposed to moisture and the keypad was intact. The patient wore the pump under a garment, against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad is torn at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responding normally. There was evidence of contamination observed under the button key contacts.